Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced feeling weak, washed out, lethargic and exhausted and was about to pass out. The spouse noted this and when a fingerstick was taken the cgm reading was around 150 mg/dl, and the blood glucose reading was 42 mg/dl. The patient was treated with apple juice by the spouse and was brought to bed to rest. No further treatment was reported to be needed. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device available for evaluation - additional. H2: additional information. H3: device evaluated by mfg - additional. H6: type of investigation - additional.

Event description:
Product was provided for investigation. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and passed. As previously reported, data was evaluated and the allegation was undetermined. The probable cause could not be determined via data or product.